Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead was undersensing and exhibited a decreased in amplitude measurements. An x-ray showed the rv lead had dislodged. A revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.